Event description:
Account said the left intermediate rail will not latch in the up position; never stays up. Nobody was hurt.

Manufacturer narrative:
Technician found the siderail mounting bracket was caught in the latch. He replaced mounting bracket to resolve.